Event description:
Reported experiencing elevated blood glucose (300-370 mg/dl), for 3 consecutive days. Pt stated that pt had attempted to self-treat by delivering several boluses; however, blood glucose repeatedly measured >300 mg/dl. No error messages were generated by the device. On the third day, at 7:49 am, pt's blood glucose measured 370 mg/dl. Pt self-treated with 10u of insulin, via injection. At 9:00 am, pt's blood glucose measured 199 mg/dl. Pt measured blood glucose again at 10:00 am and 11:00 am, and it measured 70 mg/dl and 80 mg/dl, respectively.